Event description:
It was reported the handle is broken. Sales representative unable to carry the programmer. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis found the case handles were broken and the lower case feet were worn. Analysis also found the ECG (electrocardiogram) was loose on the lem (link electronic module) printed circuit board assembly. Hinge plate screws were missing, power supply and power cord bay had signs of corrosion, and the printer drawer was broken. (B)(4).